Manufacturer narrative:
Evaluation summary. No further information has been received. The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that after 3 laser spots the system shut down. The patient impact is unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit is scheduled. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).